Manufacturer narrative:
Device evaluation:the pump has been returned and evaluated by product analysis on 12/07/2015 with the following findings:a battery compartment crack was observed. Moisture was observed within the battery compartment. Leak testing verified a battery compartment leak. No moisture was observed on the pump¿s internal components. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. (B)(6).

Event description:
The pump was returned for investigation. Investigation revealed a battery compartment crack, moisture within the battery compartment, and a battery compartment leak. This report is made based on results of the investigation performed on 12/07/2015.